Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician verified the vent inop upon power on of the ventilator for evaluation. The service technician confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred with a vent inop occurrence. The service technician replaced the power supply and vga pcb board to address the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb); power supply.